Event description:
It was reported that the ilet displayed recurrent alert 38 indicating consecutive stalled motor events, and the user observed the screen returning to home after meal announcements with concern that insulin was not delivered; a replacement ilet was shipped and the original was returned. Symptoms included hyperglycemia. Outcomes included temporary use of backup therapy with 15 units of long-acting insulin and no medical intervention or hospitalization. Investigation included review of device history and user-reported performance. Investigation of this case revealed a device malfunction related to the insulin delivery motor consistent with a hardware fault in the pump assembly; the display behavior was noted but not causally linked to the hyperglycemia beyond the interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.